Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® blood collection tubes buffered sodium citrate sample leaked during use. No serious injury or medical intervention was reported.

Manufacturer narrative:
The following field was updated due to corrected information: describe event or problem: it was reported that 100 bd vacutainer® blood collection tubes buffered sodium citrate sample leaked during use. No serious injury or medical intervention was reported. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for tnt leakage with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and tnt leakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for tnt leakage with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted tnt leakage was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 100 bd vacutainer® blood collection tubes buffered sodium citrate sample leaked during use. No serious injury or medical intervention was reported.